Event description:
The customer reported that she had low reservoir and went through the whole process of changing the reservoir but noticed an air bubble in the reservoir. Troubleshooting was done. Customer's blood glucose was unknown. Customer was able to resolve the issue by changing out the reservoir. It was also mentioned that he the reservoir was in the insulin pump when he accidentally rewinded the insulin pump. The customer was advised that this may cause no delivery alarm. Customer will be changing the infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.